Manufacturer narrative:
.. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc.

Event description:
It was reported the non pre-loaded ar40e model intraocular lens (iol) was explanted due to bent haptic. Replacement iol information is unknown. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. No further information is available.